Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change during withdrawal. The device was removed directly; a second device was attempted, and it was further clarified that hemostasis was successfully achieved using a second vascular closure device. There was no reported patient injury. The procedure was a cerebral angiography. The intended procedure was cerebral angiography using a retrograde approach. There were no visible signs of device or package damage prior to use. Evaluation of the femoral puncture site showed appropriate angiographic suitability, vessel diameter of at least 5 mm, and no calcium, plaque, stent, or significant stenosis near the puncture location. The site had not been previously closed within 30 days and showed no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the exoseal vascular closure device (vcd) with the non-cordis sheath. The vcd and sheath were retracted together until pulsatile flow slowed or stopped, though the indicator window did not turn solid black. The indicator wire cowling locked with an audible click, and pulsatile flow was observed from the bleed-back indicator. The vcd and sheath continued to be retracted until bleed back slowed or stopped. The physician did not place the thumb on the plug deployment button during retraction. No red color appeared in the indicator window. Upon device removal, the indicator wire loop was visible without abnormalities and could be pulled externally. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window; then, the deployment lever was fully depressed, achieving indicator wire retraction and expected plug deployment. Additionally, the indicator window black/white and red position was obtained. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change during withdrawal. The device was removed directly, a second device was attempted, and manual compression was ultimately used to achieve hemostasis. There was no reported patient injury. The procedure was a cerebral angiography. The intended procedure was cerebral angiography using a retrograde approach. There were no visible signs of device or package damage prior to use. Evaluation of the femoral puncture site showed appropriate angiographic suitability, vessel diameter of at least 5 mm, and no calcium, plaque, stent, or significant stenosis near the puncture location. The site had not been previously closed within 30 days and showed no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the exoseal vascular closure device (vcd) with the non-cordis sheath. The vcd and sheath were retracted together until pulsatile flow slowed or stopped, though the indicator window did not turn solid black. The indicator wire cowling locked with an audible click, and pulsatile flow was observed from the bleed-back indicator. The vcd and sheath continued to be retracted until bleed back slowed or stopped. The physician did not place the thumb on the plug deployment button during retraction. No red color appeared in the indicator window. Upon device removal, the indicator wire loop was visible without abnormalities and could be pulled externally. The device was returned for evaluation.